Manufacturer narrative:
The review of logfile for the day of treatment shows, during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows many successfully performed treatments. The energy was stable during the whole day. The reported treatment could be identified in the logfile. According to the logfile the treatment was aborted after the vacuum warning message. Repeat vacuum check appeared. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The user performed a vacuum check a passed the vacuum check without any issue. The treatment was not restarted. Review of the logfiles for the treatment days prior the corresponding treatment day shows no relevant warning or error messages. The field service engineer (fse) checked the vacuum system. There were no abnormalities that could contribute to the reported issue. The root cause for the reported issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a loss of suction during lasik flap creation of the left eye resulting in an incomplete flap. There was no harm to the patient and photo refractive keratectomy in the future was discussed.